Event description:
It was reported that the patient experienced intermittent stimulation. There were no falls or trauma to the area reported. Impedance readings were greater than 40,000 ohms with electrode 2 and 3. It was later reported that the patient was reprogrammed and the patient received good stimulation. No further intervention was performed, per the patient's request, as the area of stimulation was adequate.

Manufacturer narrative:
(B)(4).